Manufacturer narrative:
The device was not returned, so no investigation could be performed. A device history record review was conducted and no discrepancies found.

Event description:
Two weeks after surgery, a patient returned to the operating room to repair a leak. The surgeon indicated that the cs29 anastamosis may have crossed over another staple line made with another device, which caused the leak. The leak was repaired and the patient was discharged.